Event description:
Account's system locked up while running samples, causing erroneous results. Initial result for a pt total protein was 2.3 g/dl and when repeated, the result was 6.6 g/dl. The incorrect results were not reported. The field service rep repaired the instrument by reloading the software.